Event description:
Additional information gathered revealed the patient has not used her scs system since (B)(6) 2014. In turn, the patient has been receiving injections that haven't been beneficial. As a result, the patient plans to undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not used the scs system for three months due to experiencing uncomfortable stimulation. Per the patient, she also feels residual stimulation for about 15 minutes after the system is turned off. During programming, the sjm representative was unable to provide low back stimulation. Physician consult is pending.